Manufacturer narrative:
The customer found the leak at the tubing through pinch valve - pv43 and replaced the tubing to resolve the leak and also requested service to check the repair. The field service engineer (fse) evaluated the instrument and did not observe an active leak. The fse did remove and clean the deadplate as a preventative service and stated he did not see an active leak and the leakage seen by the customer may have been from the leak the customer repaired. Failure mode: leak in tubing at pv43. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The volume of the leak as reported as 5 to 10 ml and the leak was not contained. The customer also reported the instrument generated an error condition of "incomplete needle pierce" at the time the leak was reported. The operator was wearing personal protective equipment of gloves and lab coat when the leak was identified. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.